Manufacturer narrative:
The reported event was confirmed through functional testing and review of the archive data retrieved from the autopulse battery (sn (B)(4)). The root cause was due to a damaged onboard temperature sensor attributed to a probable mechanical impact. Review of the archive data confirmed the reported battery insertion into the autopulse platform around the event date and indicated that it failed to charge in the autopulse multi chemistry charger (mcc) with a temperature mismatch error reading due to a damaged onboard temperature sensor (t3) attributed to a probable mechanical impact sustained by the battery. The battery was received with four steady green leds illuminated during battery status check upon receipt. The battery was functionally tested by inserting into a good known reference mcc and failed the test cycle. The battery could not be charged and was disabled with no battery status leds illuminated observed on the battery status led during battery status check. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the autopulse lithium ion battery (sn (B)(4)). The autopulse battery is a reusable device and was manufactured on 14 jun 2016.

Event description:
It was reported that a fully charged autopulse battery (sn (B)(4)) was not able to power the autopulse platform on once inserted. The customer further reported that during troubleshooting, the battery was inserted into other autopulse platforms and was not able to power the platforms on. The issue occurred during shift check. No further information was provided.